Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the intermacs registry indicating: patient had low flow alarms accompanied by a buzzing sound in her chest. Patient exchanged controller at home and came to the emergency department with chest pain. Pump was restarted with controller exchange. Old controller history shows pump off, low flow and low speed alarms. Controller returned to company for analysis. Additional information was also provided: did patient experience a thrombus event (suspected or confirmed): no. Malfunction component: controller/driver. Malfunction component: controller/driver: complete system failure. Device malfunction: yes. Patient outcome: exchange. Device malfunction causative factor: technical/procedural issues.

Manufacturer narrative:
The system controller was returned for evaluation. The log file was reviewed and it was noted that throughout the log file the actual speed was below the low speed limit, with multiple motor stopped events where the actual speed was 0 rpm. The system controller was functionally tested and operated as intended. A system stop could not be reproduced, and the root cause for the system stop was unable to be determined. The data contained in the log file could not be correlated to the system controller. The patient remains ongoing, and no further issues have been reported. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 7 months. (Calculated from the date when the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented to the ER with chest pain and stated that she had exchanged her system controller approximately 45 minutes before arriving to the ER. She stated that prior to the chest pain she felt the pump vibrate and then stop. She exchanged the system controller with her backup system controller and the pump restarted, but the chest pain continued. The chest pain reportedly resolved a day or two later without treatment. It was reported that the pump is functioning normally with the backup system controller. The patient was discharged on (B)(6) 2015 in good condition, and is currently doing well.